Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, undersensing was observed. Abbott technical support was contacted and suggested to reprogram or evaluate implant location. No intervention was performed at this time, reprogramming is anticipated. The patient was stable.